Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not functioning. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was overheating and requested onsite service by a field service engineer (fse). This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device was overheating and requested onsite service by a field service engineer (fse). The fse went to the customer site and replaced the blower assembly. The fse conducted functional testing which the device passed, and the device was returned to service. The investigation concludes that no further action is required at this time.